Manufacturer narrative:
An event of symptoms of insufficiency and aortic stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis, however one photo was received for analysis. Based solely on the aforementioned photo, a leaflet appeared to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. In (B)(6) 2017, the patient presented at the hospital with symptoms of insufficiency, and aortic stenosis and insufficiency was found. On (B)(6) 2017, the device was explanted and replaced with a perceval s valve.